Event description:
It was reported via phone call that the customer had intentionallly removed the insulin pump for a period of time, and the insulin pump got lost. Customer had blood glucose levels over 500mg/dl. Treated with manual injections. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.